Event description:
It was reported that during an ICD replacement procedure, insulation abrasion was noted on the lead. The physician suspected externalized conductors and the lead was capped. The condition of the patient is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.